Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated that they were having issues with their stimulator. Patient stated that the stimulator is physically giving them pain in the location of the implant site. Patient said that when their wife massages the area and when they do they could move the ins around and it will help with the pain. Patient also stated that it looks like the implant has moved out of place. Agent asked the patient when the pain started and patient said that it started probably about a month ago. Patient mentioned that the stimulation will also turn on and off like a switch. Patient noted that they went to his pain management doctor and they had them do an x ray and the doctor said that the leads were intact but something is going on because it has never done this before. Patient states that it is really painful in them right now and their wife has to constantly keep massaging that area back there to push the thing back into a comfortable place. The patient was redirected to their healthcare provider to further address the issue. Agent provided the patient with the nas phone number for his healthcare provider office to call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported that end of service (eos) was not observed. The patient is working with their physician and is still waiting to make a decision with their physician on if the device will be explanted/replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the cause of the stimulation turning on and off was not determined. They reported the battery appears old and may be due for a replacement soon. They reported the patient is going to speak with a physician and decide on if they need a replacement or not. They reported the patient is happy however, it is up to them if they want to take further steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that another rep has been notified of the issue has been in communication with the physician and the patient and plans to meet with the patient later this month.